Manufacturer narrative:
The device remains implanted in the patient therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Additional devices listed in this report: invision talar dome size 4; poly insert size 4; plate: size 4 left ht: 3 mm len: standard.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons not available at the time of this report.

Manufacturer narrative:
Correction b2, h6 results, conclusion, clinical the reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿it is a post-traumatic situation after a distal tibial fracture, treated surgically with 3 screws. This is a complex case. There is not sufficient information to assess the quality of the overall medical treatment. There are large periprosthetic cysts around both the tibial and talar components, that most likely are the main indication for revision surgery. The joint space appears to be symmetrical with a normal thickness of the pe-liner, making it less likely to be the indication for revision surgery. Patient-related factor is the most likely cause of failure (the formation of large bone cysts).¿ formal medical opinion was sought from an experienced independent medical expert as below. ¿the talar component has subsided very little. No signs of loosening. Anterolateral bone cyst and radiolucency next to the implant. The CT-scan shows subsidence of the talar component. There are cystic changes in the remnants of the talus. All in all, the talar component is likely to be loose. The pe-insert looks intact, please note that a detailed assessment is not possible due to its radiolucent nature. The most likely root cause seems patient-related to the assumed poor quality of the bone. The implant as such looks intact.¿ based on investigation, the root cause was primarily attributed to a patient factors related issue i.e. Poor bone quality . The medical opinion also states that ¿the talar component is subsided very little and likely to be loose with some cystic changes (anterolateral bone cyst and radiolucency) in the remnants of the talus. The pe-insert looks intact. The implant as such looks intact.¿ if device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons not available at the time of this report.